Event description:
Patient placed on lift sling for transport to whirlpool. Approx. 40 feet from point of loading all four straps broke and patient fell to the floor. He was transferred to the emergency room and was found to have a fracture of the lt clavicle. Prior to event patient was very ill with multiple myeloma and chornic rebilitation illness.